Event description:
Revision of resurfacing after 1 year, 3 months due to pain in groin radiating down the anterior aspect of the thigh.

Manufacturer narrative:
(B)(4) initial report. In the patient's medical records, the surgeon indicates that this complication was not susar (suspected unexpected serious adverse reaction). Furthermore, the notes confirm the conversion of the resurfacing to thr. The thr includes a pinnacle cup (depuy) and the corails stem (depuy). Device manufacturing records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.